Event description:
It was reported that the patient had a ¿mirror replacement of the lead.¿ the replacement was noted to have occurred during or prior to the year 2009. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3387-40, lot # j0357337v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the patient wasn¿t getting as good of coverage on one side.

Manufacturer narrative:
(B)(4).